Event description:
A hospital in (B)(6) reported via our distributor that an rt226 infant breathing circuit failed the leak test on a servo-s ventilator. This was found before use on a patient.

Manufacturer narrative:
(B)(4). This product is not sold in the USA but it is similar to a product which is sold in the USA. (B)(4). The returned complaint device was visually inspected, pressure tested and submerged in a water bath to check for leaks. The infant breathing circuit failed the pressure test. Upon submersion in a water bath, the leak was detected around the swivel y-piece. A strong formation of bubbles were noticed around the swivel. A lot check revealed two other complaints of this nature for lot number 100510. The leak was caused by an insufficient seal between the two parts of the swivel y-piece that are held together by a snap-fit. All breathing circuits are pressure tested during production and those that fail are rejected. This suggests the leak developed post production. (B)(4).